Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received a no delivery alarm. The customer's blood glucose was 349 mg/dl at the time of the incident. The customer's blood glucose was 224 mg/dl at the time of call. The customer's blood glucose was 133 mg/dl at the end of call. The customer stated that she was given insulin drip. The customer stated that she experienced vomiting and pain. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that there were no setting issues found. The customer performed high pressure test and the insulin pump passed. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.